Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a problem during a surgical procedure. The plastic sheath of the lead broke during explant. The patient had been implanted for 4 years. Additional information has been requested, but was not available as of the date of this report.